Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture at max outputs and increased thresholds. The programming was changed in an effort to alleviate these issues. A chest x-ray was taken which showed the lead had dislodged. A revision will be performed. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.